Event description:
A patient reported via manufacturer representative that their stimulation would not turn on. Representative was not able to troubles hooting with patient over the phone and an appointment was scheduled for (B)(6) 2017. No patient symptoms were reported. The indication for implant was non-malignant pain and chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider via a manufacturer representative that reported that the patient was using the spinal cord stimulation therapy with no complaint at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer via a manufacturer representative reported that the patient originally contacted the manufacturer representative with the claim that they could not turn stimulation on. There was a difficulty charging. The manufacturer representative was with the patient and the patient did not have their equipment. The clinician programmer would not communicate with the battery. Per the patient, they had attempted to charge 2 weeks ago and the battery was at 75% at that time. Additional information was received from the consumer on (B)(6) 2017 reporting that they could not get their implantable neurostimulator (ins) to charge and was seeing the reposition antenna screen when they tried. The consumer stated that the last successful charge session was about 6 months ago. The patient stopped charging the ins and shut it off. The patient did not know if the patient programmer would communicate. They would have to dip if out from somewhere to try it. The patient needed to know what was going on with the inability to recharge the ins. The device was potentially overdischarged. The patient stated that they were told by the manufacturer representative that day that they were overdischarged and they wanted to see if this was the case. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the manufacturer representative had met with the patient on (B)(6) 2017. The patient forgot their equipment and the manufacturer representative was unable to communicate with the battery using the clinician programmer. The patient stated that they had not charged their battery in 6 months. The manufacturer representative called technical services and was advised that the battery was more than likely overdischarged. A trickle charge appointment was scheduled for (B)(6) 2017. The issues were not yet resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-02-21 about the event of stimulation not turning on. It was reported that the manufacturer representative met with the patient and completed a successful trickle charge. It was requested that the patient charged the battery to 100% that day.